Event description:
Information received by medtronic indicated that the insulin pump was making grinding noise during rewind. Customer stated insulin pump received no delivery alerts. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported 3 problems--short battery life, "no delivery" alerts, and grinding noise during rewind. Insulin pump was received with a missing retainer ring. Unable to perform the displacement and occlusion tests due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, missing display window cover, cracked keypad overlay, scratched case. Insulin pump passed rewind, prime/seating, basic occlusion, force sensor, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Finally no annoying grinding noises were heard during motor rewind. Thus software was utilized and uploaded trace/history files properly. No pump error was noted during testing; however, the adapt tool did list a pump error which occurred at (B)(6) 2018 11:00. In addition to this, pump trace download analysis confirmed the insulin pump alarmed pump error . The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error due to connector resistance electrical board. The adapt tool did list a 104=low battery alert (B)(6) 2018 14:56 but that's the only battery alert that has occurred around the event date. The adapt tool also lists 100=bolus not delivered alerts but none of them occurred around the event date. The adapt tool does not list any other no delivery alert. Finally the adapt tool does not list any unusual pump errors which could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the insulin pump. In summary, the customer¿s report of short battery life, "no delivery" alerts, and grinding noise during rewind all was not confirmed during testing. The pump error is due to the resistance at the electrical board internal battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.